Event description:
During hourly rounding, registered nurse (rn) noted puddle around tube feeding pump. When evaluating issue saw the the tubing inside the pump had separated. New tubing obtained, no further issues, no harm to the patient.